Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 450 units and the insulin gauge displayed an accurate fill estimate of over 100 units. Tandem technical support educated the customer on the insulin gauge calculations of the pump. The customer's blood glucose level was 170 mg/dl. Several hours later, the customer reported insulin gauge displayed 48 units. The customer reloaded the cartridge successfully and received an accurate fill estimate.